Event description:
It was reported that an unspecified alarm occurred intermittently. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support requested the customer upload to t:connect; however following multiple follow up attempts the customer did not upload, therefore, no additional information regarding the issue could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.